Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference# 3002808486-2019-01068. Occupation: non-healthcare professional. (B)(4). Investigation ¿ the following allegations have been investigated: vena cava perforation, tilt, stenosis. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new deep vein thrombosis (dvt), inferior vena cava (ivc) stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to bilateral deep vein thromboses and new onset hematuria. Patient is alleging tilt, stenosis and vena cava perforation, one medial strut perforates the ivc wall and contacts the aorta. The patient further alleges ¿shortness of breath, dizziness, nausea and weakness¿ as well as limited physical activity. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, "the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted medially and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 20mm. One (1) medial strut perforates the ivc wall and contacts the aorta. The remaining perforated struts reside within the soft tissues. The ivc demonstrates a high grade stenosis below the ivc filter measuring 6mm. There are multiple ivc collaterals present."